Manufacturer narrative:
Batch review performed on 24-aug-2022 lot 2117192: (B)(4) items manufactured and released on 22-mar-2022. Expiration date: 2027-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 15 days after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta head and competitor liner. The surgery was completed successfully.